Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient underwent surgical intervention to have their lead replaced. The reason for the replacement is unknown at this time.

Manufacturer narrative:
The explant date should have been (B)(6) 2019 (new date) rather than (B)(6) 2019(old date).

Manufacturer narrative:
Device code was updated.

Event description:
Follow up revealed that the patient's lead was replaced due to high impedances.

Manufacturer narrative:
Estimated implant date is 2014.